Event description:
While running the instrument, the customer noted waste trickling down on the outside of the tubing from the ise concentrated waste port which leaked onto the floor and into the walkway. No one fell or has been injured. No discrepant or erroneous patient results were generated by this issue.

Manufacturer narrative:
The field service representative determined there was damage to the waste hose resulting in a leak from the ise concentrated waste port, and replaced the tubing running the ise waste to the floor drain in order to eliminate the leak from the ise concentrated waste port. Controls were run to verify analyzer performance.